Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse identified the cause of the issue is contamination in the ise (ion-selective electrode) tubing. The fse replaced the ise tubing and ratio pump stack assembly to resolve the issue. (B)(6).

Event description:
The customer reported their dxc 800 pro clinical chemistry analyzer intermittently generated erroneous low sodium (na) and chloride (cl) results. The customer stated that results did not pass delta check. Quality control (qc) results before and after the event were within the laboratory's established ranges. The patient results were reported out of the laboratory; however there was no change in patient treatment in association with this event. Data provided by the customer involved four patients with low na and cl initial results. The customer reran some of the samples on the same instrument and reran some of the samples on a different instrument. The repeated sample results were higher for na and cl.